Event description:
Case was robotic xi and laparoscopic left and right ovarian cystectomy. When attempting to fire the appendix stapler it did not fire correctly in the pt. Stapler was defective and malfunctioned during the case. FDA safety report ID# (B)(4).